Manufacturer narrative:
(B)(4). Date sent: 9/5/2024 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Event description:
It was reported that during an unk procedure, nurse said that one of the reloads felt kind of loose in the jaws of the stapler. All the reloads before and after it felt normal. Stapler fired fine. No patient consequences were reported.